Event description:
Additional information indicates that surgical intervention was undertaken on 6dec2023 wherein the scs system was explanted and to address the issue.

Manufacturer narrative:
Correction: section a1- the patient identifier should have been sy rather than sm.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3463350.

Event description:
Related manufacturer report number: 3006705815-2023-04224. It was reported that the patient experienced ineffective therapy and wanted to have MRI scans. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is liable.